Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error (se) 2240 alarm during fill 1 on the homechoice machine(hc). The home patient(hp) stated he got two se's and he ended up starting over the setup again with the same supplies. The technical service representative(tsr) assisted the hp to check the alarm log. The tsr confirmed se 2240 and se 2367. The tsr advised the hp to start over with new supplies. The tsr advised the hp to contact their nurse in the next 24 hours to let her know what happened. The tsr assisted the hp to end therapy in order to start over with new supplies. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The nurse was contacted by baxter product surveillance on (B)(4) 2012. The nurse stated that this was an isolated event. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp is currently performing therapy without any complications. The nurse stated that they would review proper procedures with the hp. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4).sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.